Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown tibial plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown, as specific part number for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had a surgery on (B)(6) 2016 and was treated with a tibial plate for an open tibial fracture. There was a revision surgery on (B)(6) 2016 due to the fractured plate. This report is for one (1) unknown tibial plate. This is report 1 of 1 for complaint (B)(4).